Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: it was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of infection, infection, urinary tract and sepsis were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on the information provided and the investigation conducted, the patient experienced infection and urinary tract infection, and it is likely that sepsis developed as a result. Therefore, all information compiled in this investigation indicates that the most probable cause of the event is an adverse event related to the patients condition, as a preexisting or developing medical condition is responsible for the adverse event. The use of the device neither caused nor contributed to this condition related adverse event.

Event description:
It was reported that the patient with this neurostimulator had a urinary tract infection (uti). The patient presented to their clinic for evaluation; a urine culture was obtained, but no medicines were prescribed at the time. Over the following days, the patient experienced fever and was subsequently hospitalized for an infection resulting in sepsis. The patient was treated with a unit of blood, and was improving. Currently, the patient's physicians have no idea why the patient keeps getting infections or their cause. No further patient complications or information have been provided to date.

Event description:
It was reported that the patient with this neurostimulator had a urinary tract infection (uti). The patient presented to their clinic for evaluation; a urine culture was obtained, but no medicines were prescribed at the time. Over the following days, the patient experienced fever and was subsequently hospitalized for an infection resulting in sepsis. The patient was treated with a unit of blood, and was improving. Currently, the patient's physicians have no idea why the patient keeps getting infections or their cause. No further patient complications or information have been provided to date.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.